Event description:
It was reported that during percutaneous transluminal angioplasty and nephrostomy tube placement treatment procedures (not previously reported), polymer guidewire jacket peeling occurred. The physician stated, that he has advanced the guidewire through an access needle and when the guidewire was removed from the needle, the coating of the guidewire sheared off. In some cases, the coating remained in the pt, and in some cases he was able to remove the coating from the pt. It was reported that there were no complications for any of the pts.

Manufacturer narrative:
Device analysis: the complainant indicated that no guide wires will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the upn and lot numbers are unk, a review of the shop floor paperwork could not be performed. The directions for use caution: to avoid guide wire damage and possible shearing of the polymer coating, do not withdraw or manipulate boston scientific guide wires with hydrophillic coating in a metal cannula or sharp-edged object.